Event description:
Device issue: suture failed to deploy. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right superficial femoral artery (sfa), which was greater than 5mm in diameter and below the bifurcation, after a diagnostic procedure. Reportedly, deployment of the suture felt unusual. When the device was removed, the suture came out of the vessel with tissue attached (unsure if the tissue was subcutaneous or arterial). Hemostasis was achieved using manual compression. There was no hematoma present. Doppler revealed a "ring" dissection at the access site. The dissection was not treated, the patient was being monitored every 15 minutes and doppler every hour. The patient was reported to be doing fine. There were no reported adverse patient effects. The patient was discharged 2 days post procedure. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4) - (indication for use).